Event description:
On (B)(6) 2025, a patient was presented with grade 4 functional tricuspid regurgitation(tr), tethered septal leaflets due to 2 leads present and previous cardiac surgery for a triclip procedure. 2 triclips were successfully implanted. The tr was reduced to grade <1 post procedure. There were no adverse patient effects or clinically significant delay. On (B)(6) 2025, it was observed in follow up echocardiogram, that one triclip(41216r1070) had single leaflet device attachment(slda) from septal leaflet and another triclip(41216r2042) had an slda from lateral leaflet. As per the physician, slda occurred due to pre-existing patient anatomy. The tr was increased to grade 4. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation or poor image resolution. Additionally, a review of the complaint history identified did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation appears to be related to patient condition (tethered septal leaflet, 2 leads present). The reported poor imaging appears to be related to procedural conditions (bad visibility, likely related to 2 leads). The reported tricuspid regurgitation is a cascading event of the incomplete coaptation. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.